Event description:
Customer reported the pins were bent in the interconnect plug. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect cable. System operates as intended.